Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Since the response to the question, "is non-serialized product being returned?" Was negative, indicating that no sample will be returned, hence the sample request will not be sent. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient faced an event where tape was not sticking on (B)(6)2026.